Manufacturer narrative:
Concomitant medical products: timolol maleate. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A clinical study had a xen45 gts implanted in the right eye. The day after implant, patient experienced corneal edema that resolved on its own in a week. Roughly 2 weeks after implant, patient moderate bleb scarring that is recovering/resolving. Almost a month after implant patient then experienced the xen gel stent curling and uncontrolled intraocular pressures noted at 32 and 31 mmhg. Patient began taking xalacom for treatment and a needling procedure was carried out on that same day.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Additional information received noting approximately two months post-op, clinical patient experienced "xen erosion through conjunctiva". Treatment noted was tube trimming on the same day and the patient was presribed vigamox. Event resolved.

Event description:
Additional information received noting the event of uncontrolled iop recovered/resolved.

Manufacturer narrative:
Additional/changed information: b.5., g.1.

Event description:
Additional information received noting the events of bleb scarring on conjunctiva and xen curl due to healing have been recovered/resolved 12 days after onset.